Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post procedure check, loss of capture was observed on the ra lead. Lead dislodgement was confirmed via chest x-ray. The atrial lead was repositioned. The patient was stable and discharged.